Event description:
It was reported that, after a cori assisted tka surgery, the real intelligence robotic drill and the ri robotic drill attachment would not disassemble, they tried to plug back in to do a drill diagnostic but received the drill deactivated error. As the event happened after surgery, the patient was no longer involved. The investigation found that the most probable cause of the reported problem is loose lock nut within the ri robotic drill attachment, which makes this a reportable event.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, s/n (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The long attachment would not separate by hand from the drill. A kpc test was performed, and the attachment would still not separate from the drill. The drill was disassembled to disengage the two parts and it was found that the drill attachment bearing shaft lock nut was out of torque specification causing it to get stuck on the drill. The most likely cause of this event is the bearing shaft lock nut backed out due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The ri robotic drill attachment (us) rob10015, s/n (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The long attachment would not separate by hand from the drill. A kpc test was performed, and the attachment would still not separate from the drill. The drill was disassembled to disengage the two parts and it was found that the drill attachment bearing shaft lock nut was out of torque specification causing it to get stuck on the drill. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations. Internal complaint reference number: (B)(4).